Event description:
The international distributor (B)(6) reported a malfunction identified with an mps disposable delivery set. The alleged issue was identified during the distributor's verification for corrective action due to heat exchanger leaks. Previous alleged events of this same complaint condition resulted in MDR filings although there were no patient complications reported. The issue was discovered at their facility, not in a clinical setting nor with patient contact. The distributor reported that this disposable set was tested at a flow rate of 350 ml/min and exhibited leaking after 12 minutes. The sample was returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation of the complaint sample confirmed a fluid leak at the heat exchanger aa port-to-check valve connection. The DHR was reviewed and a lot trace was performed on the components used for the complaint sample. There were no devices of the same lot remaining in inventory for analysis. It was determined that the heat exchanger top housing assembly was manufactured prior to the implementation of a corrective action with the supplier for that known defect condition.